Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the low battery message has been indicated even plugging it in for charging, this is the first time this has noticed on the ventilator. No patient involvement.